Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The logs for the imaging system were reviewed by medtronic personnel. It was reported that the generator interface returned errors to the user when attempting to perform 3d image acquisitions. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The generator interface for the imaging system was returned to the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while in a spinal fusion, the 3d image acquisitions could not be performed during the procedure. It was noted that the imaging system could perform 2d image acquisitions. It was reported that a second attempt to perform an image acquisition was successful. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The analysis of the generator interface enclosure was completed by medtronic personnel. The enclosure was found to be functioning as designed and the reported issue could not be replicated.